Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. After two scans, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, which was discovered in the first scan. After the second scan, the filter is now fractured and bending. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. After two scans, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, which was discovered in the first scan. After the second scan, the filter is now fractured and bending. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received on (B)(6) 2018 revealed that the patient was implanted with a non-cordis device. Therefore; no subsequent reports will be forthcoming.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. After two scans, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, which was discovered in the first scan. After the second scan, the filter is now fractured and bending. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records state that the patient had a history of dvt and respiratory failure. During the implant procedure, a filter was deployed into the inferior vena cava through a 6f sheath at about the l2 level just below the renal veins. An initial cavography shows normal caliber inferior vena cava free of any clots or other abnormalities. Subsequent placement of an inferior venacaval filter is noted with the filter in good position below the renal veins. The patient tolerated the procedure well. Approximately twelve years and seven months post implantation, a CT scan of the abdomen and pelvis were performed. Lung window images showed gas immediately adjacent to the distal sacrum and coccyx in the soft tissues posteriorly presumably related to known ulcer. There were several tiny intrarenal calculi on the left. Postoperative changes in the left hip with some left hip degenerative changes and right iliac crest posteriorly. There was bone destruction of the coccyx and distal sacrum with gas seen immediately posterior to the area and some soft tissue thickening at the site. Approximately one month later, the patient was admitted for abdominal pain. A CT scan showed the ivc filter was slightly to the right of midline at l3-4. The bowel gas pattern was nonobstructive. Multiple left lower pelvic calcifications were noted. The lungs were diffusely hyperinflated, suggesting a component of chronic obstructive pulmonary disease. There were multiple old bilateral rib fracture deformities and an old compression fracture in the lower thoracic spine. A CT scan of the patient was performed fourteen years and three months post implantation. Findings confirmed that one of the posterior limbs of the filter is bent and fractured. The tip of the filter was in the ivc just above the level of the right renal vein insertion. The vena cava below the level of the filter was noted to be quite small. There was no evidence of ivc perforation or tilt. Two kidney stones were also identified during this scan. According to the information received in the patient profile form (ppf), the patient reports to be suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety, and fear that the implant has moved or will move and cause injury or death. The following additional information received per the medical imaging records indicate that the filter implanted could be a cordis device. Previous reported information referred to the filter as a greenfield filter. The CT images received indicate the filter implanted in the patient has a shape characteristic to a cordis designed filter.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Date received by the manufacturer). (Evaluation codes). Complaint conclusion: as reported by the legal team, the patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter was tilted and had fractured and bent. According to the information received in the patient profile form (ppf), the patient reports to be suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety, and fear that the implant has moved or will move and cause injury or death. The indication for the filter placement was a history of deep vein thrombosis and respiratory failure. The filter was placed via the right femoral vein and deployed at about the level of l2, just below the renal veins. Initial cavography showed normal caliber inferior vena cava free of any clots or other abnormalities. Subsequent imaging post placement noted with the filter in good position below the renal veins. The patient is reported to have tolerated the procedure well. The patient had two computed tomography (CT) scans post implant. The initial scan showed filter tilt and the subsequent scan noted fracture and bending of the filter. Approximately twelve years and seven months post implantation, a CT scan of the abdomen and pelvis was performed. Lung window images showed gas immediately adjacent to the distal sacrum and coccyx in the soft tissues posteriorly presumably related to a known ulcer. There were several tiny intrarenal calculi on the left. Postoperative changes in the left hip with some left hip degenerative changes and right iliac crest posteriorly. There was bone destruction of the coccyx and distal sacrum with gas seen immediately posterior to the area and some soft tissue thickening at the site. Approximately one month later, the patient was admitted for abdominal pain. A CT scan showed the ivc filter was slightly to the right of midline at l3-4. The bowel gas pattern was nonobstructive. Multiple left lower pelvic calcifications were noted. A CT scan of the patient was performed fourteen years and three months post implantation. Findings confirmed that one of the posterior limbs of the filter is bent and fractured. The tip of the filter was in the ivc just above the level of the right renal vein insertion. The vena cava below the level of the filter was noted to be quite small. There was no evidence of ivc perforation or tilt. Two kidney stones were also identified during this scan. The following additional information received per the medical imaging records indicate that the filter implanted could be a cordis device. Previous reported information referred to the filter as a greenfield filter. The images provided depict a device that is similar in shape to a cordis device, however, the actual device implanted in the patient could not be determined with the available information. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture or bending of a particular filter strut. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: section (product code).